Manufacturer narrative:
The reporter examined the reported sternum placed electrode and observed a break in the electrode foil. At the request of the facility risk management, the electrode remained in facility custody, but a photo was commited to be available for evaluation by physio-control. The facility was provided with warranty replacement electrodes by physio-control. The local sales and service representatives provided the facility with an additional review of device operation. The reported electrodes were not available for an evaluation by physio-control.

Event description:
Simultaneous to the fourth discharge of defibrillator energy to a pt, a puff smoke was observed. The report is not clear, but at some point the pt rhythm was inappropiately displayed as a flatline trace.